Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0c85x, implanted: (B)(6) 2014, product type: lead. Product ID 3889-33, lot# va0c85x, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported never having bladder frequency relief with his implant. The patient had the lead wired revised 5 months after the initial implant ((B)(6) 2015). He still did not get relief after the revision. He adjusted stim and changed programs. The patient was not feeling stimulation and he turned stim off a couple of months prior to report. There was no symptom relief. It was noted that the event was reported to a manufacturers' representative (rep) in (B)(6) 2015. Also, the patient was shocked while sleeping in (B)(6) 2015. The electrical shock threw the patient out of bed. This was also reported to the rep at that time. The patient was shocked again in (B)(6) 2015 then he decided to turn therapy off at that point. On the night of (B)(6) 2015, the patient was shocked again even with therapy off. The patient insisted the device was off and he was dissatisfied. The implantable neurostimulator was noted as the location of the symptoms. There was a sudden change in therapy/ symptoms. Additional information from the rep noted that the shocking was not reported to him 6 months ago but on (B)(6) 2015. It was noted that the patient contacted the rep many times regarding achieving efficacy but shocking was not mentioned at those times. The rep was unsure about the revision information as the patient was going back and forth between 2 physicians. It was not done within his territory or with his knowledge. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided. Information is received, a follow up report will be sent.